Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer experienced force issue which force was displaying n/a on the carto3 system. The case was completed by changing the catheter without any patient consequence. The initial complaint is not a reportable event. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that pebax had two pin size holes, making this event reportable.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found that the returned device was visually inspected upon receipt and it was found that the clear sensor sleeve had reddish material inside. Further inspection revealed that pebax had two pin size holes. A scanning electron microscope (sem) testing was performed over the damaged area showed clear evidence of mechanical damage on the dome material and electrode #2. The two ruptures found on pebax shows plastic deformations and abrasion marks near to electrode #2 aligned with the scratches. It is very likely that the unknown object which caused the mechanical damage on the electrode #2 and on the dome material caused such damages on the pebax material as well. Per the event reported, the catheter was evaluated for screening test and force calibration check and catheter failed during force test. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized; however the force sensor values failed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Corrective actions have been opened to address and resolve these issues.